Manufacturer narrative:
D10 concomitant products: forcetriad, forcetriad force triad energy platform (serial#: (B)(6)), scd7a39, sonicision 7 dissector scd7a39 39 cm (lot#:50290372x), scba, battery scba (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the knife blade did not retract, device stopped working and the jaws were difficult to open. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the knife trigger became stuck, causing both the pull handle and knife trigger to be unable to return to their original positions. A sonicision dissector was used but it did not activate though it did not come into contact with any metal instruments. Troubleshooting included disassembling and re-assembling the dissector, but it remained nonfunctional. The generator was tested with another dissector and functioned properly. Another ligasure device was used successfully with the same generator. There was no patient injury. Medtronic's initial evaluation of the incident device found that the dissector had a broken waveguide adn the broken piece was not returned.

Event description:
It was reported that one hour after a laparoscopic hysterectomy with myomectomy procedure started, the knife trigger became stuck, causing both the pull handle and knife trigger to be unable to return to their original positions. It was applied on tissue when the issue happened but tissue separate from device after activate and cut, hence no problem to remove from tissue. Knife blade did not extend nor protrude beyond the edge of jaws. A dissector was used but it did not activate though it did not come into contact with any metal instruments. Troubleshooting included disassembling and re-assembling the dissector, but it remained nonfunctional around 30 minutes after it started. The generator was tested with another dissector and functioned properly. Another device was used successfully with the same generator. Nothing fell on patient's cavity and there was no patient injury. Medtronic's initial evaluation of the incident device found that the dissector had a broken waveguide and the broken piece was not returned.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.